Event description:
Pump reported to underinfuse dobutamine during inotropic therapy at rates of 9.2 and 7.5 ml/hr on two occasions. Delivery of the medication took 7 hours instead of 6 hrs. No adverse pt outcome.